Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: received voicemail from consumer stating he is having problem with his pen needles. Stated, they are not working. Returned call. Consumer stated, no insulin flow when taking injection consumer reported having a lot of pen needles that did not work stated, he does not prime stated, he would be wasting insulin if he primed but will try it to see if it makes a difference.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: received voicemail from consumer stating he is having problem with his pen needles. Stated, they are not working. Returned call. Consumer stated, no insulin flow when taking injection. Consumer reported having a lot of pen needles that did not work, stated, he does not prime; stated, he would be wasting insulin if he primed but will try it to see if it makes a difference.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: received voicemail from consumer stating he is having problem with his pen needles. Stated, they are not working. Returned call. Consumer stated, no insulin flow when taking injection consumer reported having a lot of pen needles that did not work stated, he does not prime stated, he would be wasting insulin if he primed but will try it to see if it makes a difference.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.